Event description:
Caller states the patient tested 4.6 inr on the coaguchek xs system and 3.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.